Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient reported via phone call that he was assisted by ems due to a low blood glucose event. The patient was sweating and unresponsive. The patient had been working in the yard all day prior to going comatose. Ems arrived on the scene to treat him. The patient was given a tube of glucose gel and he began to respond again. His blood glucose had increased to 30 mg/dl. Troubleshooting was declined for the low blood glucose. The insulin pump was not returned for analysis.